Event description:
It was reported that a user expressed dissatisfaction with ilet time settings and provided screenshots indicating low and fluctuating blood glucose over a 24-hour period, with no device component or specific device malfunction identified. Symptoms included hypoglycemia and hyperglycemia. Outcomes included insufficient information to characterize impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and no specific medical device problem or component issue was identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.